Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided; therefore, a device history could not be done. Concomitant products: reloads - ecr60g: batch # n5482d, l52k1y. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Where the staple line was incomplete, were staples seen in the tissue or surgical area? If yes, what was the appearance of the staples? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? During firing of the third reload the staple line was ok at the gastric sleeve but at the resected part there were no staples visible. They used seamguard buttressing material with a green reload. There were no free and unformed staples observed in situs. Batch numbers for ecr60g reloads; n5482d - manufacture date of 4/7/2016 and l52k1y - manufacture date of 5/7/2014.

Event description:
It was reported that during a gastric sleeve procedure, after second firing incomplete staple line. Surgeon used staple line reinforcement material; at the resected part weren't any staples found. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) batch #: n5482d. Manufactured date: 04/07/2016. Product exp. Date: 03/07/2021. (B)(4) batch #: l52k1y. Manufactured date: 05/06/2014. Product exp. Date: 04/06/2019. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photos were provided and reviewed: five of them show a scissors holding a portion of tissue with a staple line visible and with proper bform shape staples present, in addition at the proximal part there seems to be a hole in the tissue no staples are visible on that portion of the tissue. The last picture shows four green reloads and one blue reload, all of them seem to be fully fired as most of the drivers are visible, the sled can be seen at the top of the reloads which is also an indication of fully fired cartridges. The event description is confirmed as there seem to be a portion of the tissue without staples present, however the reloads appear to be in good condition, fully fired and with no indications of damage.

Manufacturer narrative:
(B)(4). Batch # n5482d, l52k1j. Mfg. 5/5/2014. Exp. 4/5/2019. The analysis results showed that one ecr60b and four ecr60g cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.